Event description:
It was reported that the system with a cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead showed high impedances and both the crt-d and this rv lead were taken out of service. The rv lead was surgically abandoned and the crt-d explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).